Event description:
A distributor in the philippines reported via our distributor that the pressure gauge on an rd900 neopuff infant resuscitator had become defective; the gauge was becoming stuck at 5 or 10cmh2o and had to be manipulated to get it to return to zero. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint neopuff was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the description of the problem and our knowledge of the product. A lot check revealed no other complaints for this lot number. Conclusion: from the description of the problem it appeared that it was the manometer that was faulty. Without the device we are unable to determine what may have caused the manometer to malfunction, but previous investigations have shown that the most likely cause is some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".